Event description:
It was reported that during testing conducted at the manufacturer facility the sabo sag saw was covered in an unknown liquid. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility, the sabo sag saw was covered in an unknown liquid. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed during the device evaluation. Upon visual inspection, the rear motor assembly and sag head were found to be in need of replacement. The device was repaired and returned to the user facility.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.